Event description:
It was originally reported on (B)(6) 2013 that the patient experienced stimulation in the wrong location. Stimulation from all contact combinations tried elicit rib, abdominal, or leg stimulation. There was no low back stimulation or effective relief. Impedances on both leads measured normal tolerances. About a month and a half later it was reported that a company representative met with the patient and doctor to attempt reprogramming. It was noted that "several" new contact combinations were tried. The patient's "films" had come back to check the lead position. It was stated that the doctor reviewed the films. The leads were midline placement. There was no anterior placement or migration from implant. All contacts were covering t10-9-8. The patient was getting the majority of stimulation in the abdominal area and groin. The leads were going to be explanted and replaced with a different lead model. It was noted that the patient had developed a painful area around the anchoring site. No date was set for a lead replacement. A month later, it was reported that the patient was not receiving adequate low back coverage. The leads were replaced due to positioning difficulties. There was no patient injury or death associated with the event. The patient recovered without sequela and received low back coverage post-operative.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3550-39; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead, lot #va07r5n024, found no anomaly. Analysis of the lead, lot #va08e0x003, found the proximal end conductor broken. Analysis of the anchor, product #3550-39, found it separated. The titanium insert was observed outside of the silicone sleeve.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.